Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to clogging of nozzle, no water was fed in addition to evaluation in b5, the suction cylinder had no color. The grip was shaved. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The adhesive on the bending section cover had a crack. The universal cord had coating peeling. The correct reprocessing was not possible for the customer, due to the device malfunction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, during preparation for use, the evis exera ii gastrointestinal videoscope air-water duct could not be flushed, and air could not be given. There was no report of procedure or patient involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the nozzle had foreign material due to insufficient cleaning.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.